Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. The device was interrogation and confirmed that a bd code indicative of battery depletion was recorded. A request was made to have data from this device analyzed. Analysis confirmed that on the date of the bd code the device recorded a large number of magnet detections. Technical services (ts) recommended further investigation to determine if the patient had a medical procedure on the date of the bd code. If a procedure was not performed, ts recommends further investigation to identify source of the magnet detection was recommended. No adverse patient effects were reported. The device remains implanted and in service.